Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services were dispatched due to low blood glucose on (B)(6) 2022. Customer's blood glucose level at the time of hospitalization was 35 mg/dl. Customer did not report any symptoms related to the event. Customer also reported blood glucose level of 78 mg/dl. Customer was taken to the hospital via ambulance. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer was using auto mode at the time of incident. Customer alleged over delivery as insulin delivery was suspended as they thought and it was going to go low. Customer was treated in ambulance. Customer was unable to make carelink upload. No further patient complications were reported. The customer was assisted with troubleshooting. The product will not be returned for analysis.